Manufacturer narrative:
(B)(4).

Event description:
Family member has used polident denture cleanser and has passed away. [Unknown cause of death]. This case was reported by a consumer via call center representative and described the occurrence of unknown cause of death in a (B)(6) female patient who received denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the unknown cause of death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to polident denture cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information was received via consumer on 10 jun 2021. Consumer reported that "I have not used it and want to apply for a trial product, but when my family member was years old, my family member has bought and used polident denture cleanser and has passed away. It seems that I helped my family use it four or five years ago and knew how to use it. My family member soaked it in water when using. I don't remember how many tablets are in it. My family did not say how it tastes. I want to try it to see how it tastes. In addition to the delivery of the trial product, the consumer did not agree to further contact."